Event description:
Atricure cryoablation handle was being used in a case run by the rep. While cryoablation was being performed the tip of the hand piece cracked. Surgeon noted this and new hand piece was opened to the field. Manufacturer response for atricure cryo ablation handle, (brand not provided) (per site reporter): no response yet at this time.